Event description:
It was reported that a patient attempted to set up monitoring using a bring-your-own-device (byod), but no pairing requests were generated. The insertable cardiac monitor (icm) did not respond to magnet attempts, and the representative was unable to initiate communication using the clinical mobile monitor (cmm). The representative verified the implant location and attempted to wake the icm, but the device remained unresponsive. Prior unsuccessful attempts with the cmm were also noted. Due to the prolonged lack of communication from the icm and the inability to wake it through any available method, battery depletion was considered the most likely cause. The representative confirmed that the patient had been checked in at the clinic, and the root cause was determined to be premature battery depletion, as the icm had been implanted for approximately one year and five months, which is less than the expected normal battery depletion of three years. The representative confirmed that the icm will be removed and returned. The icm remains in service, and no adverse patient effects were reported.